Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Prophylactic antibiotics were administered as a precaution and there is no other known pt ill effect. There is no sample available for eval.

Manufacturer narrative:
A batch record review was also conducted and confirmed. There were no deviations or nonconformances during the mfg process. Product labeling, material, and process controls were within specification.